Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken coupling. The coupling is the component located at the distal end of the distal drive rod and is the component that accepts the ball from the mcs tip accessory. The coupling was broken and not returned with the instrument. As such the instrument can no longer accept an mcs tip accessory. The complaint regarding a portion missing from the tip was confirmed by failure analysis. Common cause for a missing coupling is due to component failure. The instruments over molded seal adapter did not appear to be broken, which could indicate excessive force applied to the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted radical cystectomy with ileal conduit surgical procedure that the tip of the monopolar curved scissors (mcs) was found to be missing. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: there were no reports of any instrument issues during its last use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken coupling of the drive rod at the distal end. The detached fragment was not returned with the instrument. The complaint regarding a missing piece was confirmed by failure analysis.